Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.

Event description:
Attorney alleges "that on (B) (6) 2009, while still hospitalized" patient "underwent surgery to have a pacemaker implanted." Further alleges that the pacemaker was "defective and caused or contributed to the death" of the patient and "caused catastrophic injuries to (patient) resulting in his death on (B) (6) 2009." There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.